Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash under the front therapy electrode. The rash open red, itchy, oozing, and bleeding slightly. There is no indication that the patient sought medical attention for the rash. Further attempts to follow up with the patient were unsuccessful. The medical outcome of the rash is unknown.